Event description:
Information received indicates that three days after the case a perforation of the lv wall was noted in the apex of the left ventricule and re-operation was required to achieve hemostasis. No subsequent pt complication was reported.